Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was related to software problem. As a resolution the unit was updated with v6.0.1600.0. And added criterion for better distinction between a true mechanical occlusion and an occlusion triggered by the patient through excessive inspiratory and expiratory breathing, resulting in a high proximal pressure reading. If the pressure does not decrease due to a high exhalation flow and a positive error pressure occurs, then an occlusion alarm will not be triggered anymore. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. A verification test was completed and an o2 cell calibration. The unit passed all tests that were performed. No issues were found with the unit. The data logs has been recorded and being reviewed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has an occlusion alarm but no visible occlusion noted and fio2 (fraction of inspired oxygen) inaccuracy issue. The unit was set at 35% but only 21% was able to read and noted low fio2 alarm. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.